Event description:
It was reported that during a prostate procedure, the fiber blew. The nurse stated that the fiber tip was covered with tissue most of the lasing time and does not think it was a fault with the fiber. A second fiber was opened and the same issue occurred. The procedure was completed with turp with no adverse outcome. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion and char; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.